Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred and the stent moved on the balloon. Access was obtained via the femoral artery. The 80% stenosed, de novo and eccentric target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) with a 45 to 90 degree bend. A promus element stent delivery system (sds) was advanced to the lesion. While the physician was positioning the sds inside the lesion, the physician attempted to withdraw the device; however, the device became caught on calcium and withdrawal resistance was encountered. The physician pulled harder and then noticed that the stent was damaged and the stent was no longer aligned with the distal markerband as the proximal part of the stent had moved on the balloon. The physician deployed the stent where it was, in an unintended lesion. Another stent was implanted proximal to the promus element stent to cover the lesion. The procedure was successfully completed with no patient complications reported. The patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.